Event description:
The iab did not malfunction. The pt had a massive pulmonary hemorrhage. The iab was not returned to datascope. On 12/30/1998, the following information was reported to datascope: the pt was on heparin and experienced pulmonary hemorrage upon arrival to critical care unit after cardiac catherization and iabp insertion. The pt expired on 12/19/1998. Bronchoscopy showed generalized bleeding from both lungs. No localized bleed was found. On 1/12/1999, datascope was notified that the pt's death was not attributed to balloon therapy. Event complication: massive pulmonary hemorrhage - reported 12/24/1998. Pt's current status: expired reported 12/24/1998.